Event description:
The customer, who is pregnant, reported that her blood glucose measured 210 mg/dl at 4:00 am, which she corrected with 3 unit insulin bolus. At 6:00 am it was 255 mg/dl and she changed the pod. The cannula was bent. She bolused with the new pod and by the time of her call her bg was normal and she felt better.

Manufacturer narrative:
The device was returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have the symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."